Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 127 mg/dl and sensor reading was 70 mg/dl. Customer mentioned when the device alarmed he was at 70 mg/dl it said he was down to 48. Troubleshooting was performed. Customer was advised how to properly calibrate the sensor to the insulin pump. The device isn't returning for analysis.